Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested. (B)(4).

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2011, the patient was implanted with two gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. It was reported that on (B)(6) 2015, the patient was underwent the additional procedure using a conformable gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. The patient tolerated the procedure and discharged from the hospital on (B)(6) 2015. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 50mm. On (B)(6) 2015, the follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 66mm. On (B)(6) 2016, the follow up ultrasound showed that the maximum diameter of the aortic aneurysm/lesion was 67mm. On (B)(6) the follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 73mm. No further adverse events related with the gore tag thoracic endoprostheses have been reported. Additional information has been requested.

Manufacturer narrative:
Multiple attempts were made to obtain information on this event; however, no additional information was provided. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm expansion and reoperation.